Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead had dislodged and exhibited inappropriate capture and far r oversensing. The atrial lead was capped. The patient was in stable condition throughout the procedure.